Manufacturer narrative:
Correction: section h6: "charging problem " code should have been added due to the change in vector configuration.

Event description:
New information received notes the patient was symptomatic to ventricular tachycardia. Therapy was withheld but then delivered once vectors were changed. Programming changes were made. The patient was stable following programming and was being monitored.

Event description:
It was reported that low defibrillatory impedance was observed on the right ventricular (rv) lead resulting in shock inhibition and causing vector change configuration. Variance was seen in impedance measurements. Programming changes were made. Impedance was normal and consistent. The patient was to continue being monitored. There were no reported patient consequences.